Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement, as it could not be repositioned in a stable location. Another lead was successfully implanted. No additional adverse patient effects were reported.